Event description:
The customer reported to olympus, the high flow insufflation unit lost power while in use. The issue occurred during a laparoscopic cholecystectomy. The procedure was completed using a similar device, and was not delayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to printed circuit board failure. No abnormality was found in appearance in visual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.